Manufacturer narrative:
The product was not received for evaluation, therefore the reported event could not be confirmed and the root cause could not be determined. Due to the nature of the product, balloon ruptures are an expected risk when using this product. As stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Please note that this is report 1 of 2 for the reported event. Report 1220948-2023-00046 was also reported for this incident.

Event description:
It was reported that during the procedure two tuftex over-the-wire embolectomy catheters had the balloon rupture during patient use. No injury was reported. Please note this is report 1 of 2. Report 1220948-2023-00046 was also reported for this incident.